Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device got a motor rate error. No patient injury was reported.

Manufacturer narrative:
D5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The battery was missing from the device. An error code was found in the event history log (ehl). After multiple occlusion tests were performed, and the motor assembly was visually inspected, the customer reported issue could not be duplicated. No motor rate error was found however, physical damage was found to one of the wires of the stepper motor. The yellow insulation looked like it was scraped, and the wire underneath was exposed. The root cause for the reported issue is unknown but would most likely be caused by damage to the stepper motor wire causing intermittent motor rate errors. To correct this issue, the stepper motor was replaced, and the entire motor assembly was cleaned and greased. A power up process, preventive maintenance, occlusion test and all functional tests were performed which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was last serviced in may, 2022 and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).